Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
Follow up report 1. Additional information / device evaluation. Device evaluated by manufacturer: yes. (B)(4) - device performed according to specifications, , conclusion (B)(4) - no failure detected and product within specification, (B)(4) - unable to confirm complaint. There was no sample available from the customer for investigative testing or sequencing. The customer reported the abnormal appearance of the growth curve for the sample that generated discrepant results between (B)(4), showing double amplification of the target. This double amplification can be expected for an under-quantitated sample (with the (B)(4) test) with a sequence mismatch in the gag region. The curves from both (B)(4) results both show that the amplification of the gag region was delayed in both tests. Gag primers are identical in both tests. The (B)(4) test was developed as a dual-target assay by adding the ltr region to the gag region as am amplification target, in order to address the high genetic variability associated with (B)(4) and to prevent further incidents of under-quantitation of the (B)(4)s on the (B)(4) platform. No product or batch non-conformance has been identified. The growth curve is indicative of a sequence mismatch in the gag region. The issue of potential rare mutations within the primers and / or probe resulting in under-quantitation of or failure to detect the virus has been addressed within the (B)(4) package insert. (B)(4).

Event description:
A customer site in the united states reported that discrepant results were generated during a validation of the cobas ampliprep / cobas taqman hiv-1 test, version 2.0. Specifically, the customer indicated that the sample generated a result of (B)(6) when tested with version 1 of the cobas ampliprep / cobas taqman hiv-1 test and a result of (B)(6) when tested with the cobas ampliprep / cobas taqman hiv-1 test version 2.